Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose of 446 mg/dl and 377 mg/dl with ketones. Customer and the whole family had been sick and feels that hyperglycemia was due to being sick and possibly related to infusion set. The insulin pump will not be returned for analysis.